Event description:
It was reported faulty product broke close to the patient. The patient was at home and had to come in to get it removed. It has happened a few times. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned; three photos were evaluated. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. For all enquiries or follow-up questions related to the record, do not use (b09 located in sections g.1., please direct those to the following: (B)(6).